Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It was also received with moisture damage at motor assembly and electronic assembly. The device had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer's father reported via phone call that the buttons became unresponsive after the customer dropped the insulin pump in the toilet. Customer's blood glucose value was 145 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.